Manufacturer narrative:
The investigation for (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. This charging system is included in a field correction. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2016-06621. It was reported the patient has experienced pocket heating while recharging the ipg. It was also reported the patient hasn't maintained her ipg as recommended. The next course of action is unknown at this time. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.